Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead was exhibiting intermittent atrial undersensing, a slight decrease in impedance, a pacing issue and no capture was noted. The ra lead remains in use. The device was not capturing the atrium and had a possible pacing issue. The device remains in use. No patient complications have been reported as a result of this event.